Event description:
The user facility reported that water was leaking from underneath their reliance 777 washer out onto the floor. The amount of water extended beyond the footprint of the washer creating a large puddle. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the drain valve retainer was cracked. The technician performed routine preventive maintenance, replaced the drain valve retainer, ran a test cycle and confirmed the unit was operational.